Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated that she did have an x ray done. Customer is able to complete the rewind sequence. Customer mentioned that the device had reset itself. It was found that the customer had received a motor position encoder error alarm. Blood glucose value is 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. Insulin pump had a cracked case at display window corner, minor scratches o lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.